Event description:
It was reported the patient had experienced shaking since two days prior to report. It was further reported the patient noticed ¿no lightning bolt¿ at that time on their recharger and patient programmer. It was stated the patient¿s therapy was turned back on at the time of report. The patient was redirected to their healthcare provider (hcp). A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v208202, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v207484, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).